Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 350cc mentor memorygel breast implants and experienced rupture on the right side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on july 28, 2020, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient experienced bilateral baker grade iii capsular contracture. As a result, the patient underwent bilateral device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, lot number 9424207 on (B)(6) 2020. On (B)(6) 2020, the photo investigation was completed. Photo investigation summary: during visual evaluation, the device was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the 6915888 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 30, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 23, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers (B)(6), on the right side and (B)(6), on the left side on (B)(6) 2020. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).